Manufacturer narrative:
Pc-(B)(4). Date sent: 9/21/2023 d4: batch # 328c77 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with four reloads present. The reloads (b, c, d & e) were received fully fired. However, in the reload (e) slight damage was noted on edge of the deck. During the visual inspection, some b-formed staples were found on the jaw. The jaws of the actual device were rinsed with water prior to performing the functional test. Some b-formed staples were observed. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described of an incomplete staple line could not be confirmed as the reloads were received fully fired and the device performed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 328c77, and no non-conformances were identified.

Event description:
It was reported that during a vats left upper lobectomy, the staple was not stapled from the middle after firing on a3, and the bleeding occurred. Tachocomb and monopolar device was used to hemostasis. The bleeding amount was small. No blood transfusion was performed. There is a possibility that the staple was fallen off from the cartridge from the beginning. The device was used on the blood vessels. Another device was used to complete the case. When the video was checked, the staple was formed properly, but one side of a clip was coming off and it seems to be bleeding. The staple on the outside seems to not be stapled, so there is a possibility that the staple has been fallen off. No further information is available. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/23/2023. D4: batch # unk. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? No consequences, because bleeding was stopped by tacho comb and electrocautery during the procedure. No transfusion was required. 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No. Please help us with the following information of the source/person providing answers to follow-up (not the person relaying/submitting answers to loc or chu): name: title (specialty/occupation): the sales rep. Device follow-up: please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note." An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.